Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the allegation and a root could not be determined.